Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and nine months of post deployment, patient presented with the complaints of leg pain and back pain. Patient was treated with pain medications and advised moist heat or ice treatment. Four years and six months later, a computed tomography of abdomen was performed for filter check. The study showed that inferior vena cava filter was in place in the lower aspect of the inferior vena cava with the dome located at upper l3 level and struts extending to the lower l4 level. The dome was moderately tilted anteriorly, abutting the anterior inferior vena cava wall. The filter struts diffusely penetrate the caval walls with one of the posterior struts embedded within the anterior midline of the l4 vertebral body. An anterior strut abuts the posterior wall of third portion of duodenum without penetration. No strut fracture or migration. A left lateral strut contacts the aortic bifurcation region without clear-cut penetration. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately nine years and three months later post filter deployment, it was alleged that the filter tilted, struts perforated into vertebral body and the patient reportedly experienced back pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.